Manufacturer narrative:
Immucor confirmed the presence of the e antigen on retention capture-r ready screen 3 (crrs3) test wells, lot r189 using retention capture-r ready indicator red cells (crrirc) lot, 221756 and anti-e, lot 5h823 (1:16 dilution). Controls performed as expected and all reagent red cells tested exhibited the expected reactivity. Immucor confirmed the presence of the e antigen on the customer's returned capture-r ready screen 3 (crrs3) test wells, lot r189 using retention capture-r ready indicator red cells (crrirc) lot, 221756 and anti-e, lot 5h823 (1:16 dilution). Controls performed as expected and all reagent red cells tested exhibited the expected reactivity. An antibody screen was performed on the customer's submitted sample by manual capture method using crrs3, lots r189, r191, and r196 and crrirc lot 221756. Controls performed as expected and the customers returned sample tested as negative with all cells of r189 and r196 and w+ with cell 1 only of r191. A screening assay was also performed by automated method (echo) using crrs3, lot r189. Controls performed as expected and all cells tested were negative. We were able to reproduce the customers results. The complaint appears to be related to the nature of the sample.

Event description:
A customer reported unexpected negative reactions with a patient sample known to have anti-e.